Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. In a separate surgery the lens was exchanged with a same length lens (horizontally implanted) and the problem was resolved.

Manufacturer narrative:
H6: investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11: manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).